Manufacturer narrative:
Date sent: 07/16/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy, the device would not open up to come off the appendix. Used the endopath ets 60 to cut the device off of the appendix. Three reloads were used to complete the case with no pt consequence.